Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auxiliary 7 pockets were not detected on the communication bus at the station. A field service engineer reseated row board cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the main drawer 7 failed to open, which hindered users from accessing medication for a patient. The malfunction occurred when a user tried to dispense medication to the patient, causing a delay to the patient's care and there was no patient harm. There were no adverse events or injuries reported based on this event.